Event description:
The pt reported that during peritoneal dialysis the home choice machine is priming fine and then after prime is successful the machine asks pt to load the cassette again and this results in alarm 163. They reprime again and then start their treatment. For the last three procedures the pain starts on the third of five fills. It feels like air is getting into pt and hurts like they are having a heart attack. They start the procedure dry and bypass the initial drain. They indicated their kidneys function enough to void urine. No medical intervention was reported.